Manufacturer narrative:
At the visit on site the territory manager (tm) was able to repeat the problem, and replaced input board. Board was returned to the investigation site for evaluation. At the failure analysis, the problem was not reproducible, the part worked as intended. No abnormalities that could have contributed to this event were found during device history records review. No technical root cause was identified as the returned product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A customer reported a problem with vacuum 2 during lasik. Vacuum offset voltage was too low. Procedure was not completed.